Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 19 devices were evaluated in the field and the issue was confirmed; 10 had broken/damaged components, 4 had worn components, 2 had missing components, 1 had a bent component, 1 had a misaligned component and 1 had a dirty component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the tracks were difficult to operate or would not engage. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 20 malfunction events, where it was reported the tracks were difficult to operate or would not engage. After investigation, 1 of the units was found to not exhibit the reported issue, and had no defects or malfunctions. Therefore, there were only 19 total events.

Event description:
This report summarizes 19 malfunction events, where it was reported the tracks were difficult to operate or would not engage. There was no patient involvement.